Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. The hcp was calling asking about the patient¿s devices. Per the MRI technician, the patient¿s husband reported to her that ¿the pump did not work¿ and so it was taken out, but a CT showed a portion of the catheter remained in the patient¿s body. The hcp had no other details about what issue occurred with the pump.